Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The planned revision will address the talar component, as the tibial side appears intact. The procedure is expected to include subtalar joint fusion and talar grafting, likely using augment.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.